Event description:
A customer reported a system message displayed and the system locked prior to a procedure. The patient had already received peribulbar anesthesia in preparation for the surgery when it was decided to cancel the case. There was no harm to the patient.

Manufacturer narrative:
The customer did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).